Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer reported via phone call that she received a button error alarm on the insulin pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.